Event description:
The patient¿s mother reported a new sensor was inserted into the arm, which is off label usage of the device on or around (B)(6) /2019 and displayed no restarts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported a new sensor was inserted on or around (B)(6) 2019 and displayed no restarts. ¿start sensor¿ had been selected within 5 minutes. She stated that because of this issue she did not get an alert when his glucose level dropped. On (B)(6) 2019 she awoke early in the morning because the patient was screaming, and she found him shaking and not responding to her. She checked his blood glucose (bg) and it was 51 mg/dl with no values on the continuous glucose monitor (cgm). She called 911 and when the paramedics arrived, they checked his bg and it was dropping, at 43 mg/dl. They gave him juice to drink and administered 25 grams of glucose via intravenous (IV) therapy, diluted because of his age. The patient was taken to the hospital by ambulance at around 7:00 am. He was given more juice, and food, and started to feel better with his glucose back up within target range. He was discharged at 10:45 am and at the time of the report she was checking his finger sticks manually since the cgm was not working. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.